Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas did not charge despite using the provided charging pad and wall adapter, with the device placed incorrectly due to a clip/case remaining on, and the device battery depleted to a low level; the problem is consistent with a premature battery discharge and involves the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the patient reverted to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related issue and premature discharge of the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.